Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by vomiting, diarrhea and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was admitted to the hospital and was discharged eight days later. Treatment for the event was not reported. At the time of this report, the patient was recovered. Action taken with pd therapy was not reported. No additional information is available.